Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test and motor test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, a cracked reservoir tube, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 142 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.